Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to microprocessor (u10).

Event description:
The manufacturer received information alleging a ventilator was not delivering the set amount of oxygen. There was not report of patient harm or injury. During the evaluation of the device at the manufacturer's service center and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.